Manufacturer narrative:
Other, other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal removed and the dso seal bubbled. A review of the event history log an error code 46507. During the functional testing, the pump passed all tests and was found to be operating properly. The main board will be replaced as a preventative measure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6. Health effect codes: corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error code 46507. No patient injury reported.